Event description:
Customer reported that wake button was sticking and unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, and no further information was obtained.